Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a stored untreated episode with oversensing of noise. Technical services (ts) reviewed device episode data and stated that the noise appeared to be non-physiological, and that the intrinsic rhythm was coming through. Later, there was a treated event with one inappropriate shock due to oversensing of noise. No adverse patient effects were reported. Currently, this s-ICD system remains in service.